Event description:
Boston scientific received information that during routine replacement of this pacemaker, the setscrew was stuck and another manufacturer's right ventricular (rv) lead was unable to be removed from the header. Attempts were made to loosen the setscrew with no success. The patient was pacemaker dependent, so the physician implanted a new rv lead. Subsequently, the lead was able to be removed from the header with excessive force. It was reported that the lead conductor appeared stretched after removal from the header. The lead was surgically capped and abandoned. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the seal plugs, setscrew and capture washer were missing. Microscopic visual inspection of the header, lead barrels and inner seal rings identified evidence of spot weld marks indicating normal attachment of the capture washer and evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. A replacement setscrew was used and moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.